Manufacturer narrative:
The product was not available for return. A lot number was not provided, so a device history record (DHR) review could not be performed. Despite attempts to obtain additional information from the author, no additional information was received. Based on the available information, a root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
A published article titled "endoscopic antireflux surgery leading to obstruction in pediatric renal transplant patients" reports 4 cases of ureteral obstruction after injection. This report references case 2 of 4. Patient with denys-drash syndrome was anuric in the recovery room after injection and immediately had a stent placed. Patient appeared to do well after the temporary ureteral stent was removed after 4 weeks. Over the following 2 years, patient required multiple admissions for rising creatinine and increasing hydronephrosis, all of which improved with bladder drainage. A functional ureterovesical junction (uvj) obstruction due to voiding dysfunction was suspected and confirmed on urodynamics which showed poor emptying with a large post-void residual. After almost 2 years out from the initial injection, patient was admitted again for an acute rise in creatinine and increasing hydronephrosis, which did not resolve with bladder drainage, and a ureteral stent was placed. May require open reimplantation if management of patient's voiding dysfunction does not resolve the obstruction. The outcome was described as "managed with ureteral stent until definitive open reimplant vs improvement in dysfunctional voiding."